Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
On (B)(6), it was reported by a sales representative via sems-(B)(4) that an ar-6480 dw arthroscopy pump had a pressure error. This was discovered during the case with no patient harm.